Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc161200/06762384, UDI (B)(4) and pxc201000/7732669, UDI (B)(4). Patient medications: furosemide, atorvastatin, paroxetine, aspirin, and omeprazole. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, warns that adverse events that may occur and /or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that non-contrast scans (date is unknown), revealed the patient¿s aneurysm sac is now 98mm (beginning measurement is unknown). The endoleak source is unknown and cannot be identified by scans done. The physician chose to reintervene on (B)(6) 2019, and extended proximal with an aortic extender endoprosthesis (pla280300/18401586). Then, extended distal in the right external iliac artery, he embolized the hypogastric artery and extended into the right external iliac artery with a contralateral leg endoprosthesis (plc141400/18460240). The final angio run showed a type ii endoleak from the internal mesenteric artery and no type I endoleak. The physician is taking a wait and watch approach on the type ii endoleak. The patient tolerated the reintervention procedure.